Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by perfusionist that during general check up, the cardiosave intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found display intermittently not working, suspected a loose connection and a communication failure. The power management pcb, solenoid driver pcb , motor control pcb was removed and fixed properly. The fse also removed display interfacing cable and then refixed it properly. The unit was observed for a few days and is working fine. All functional and safety test performed and passed.